Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. Device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized with low blood glucose of 23 mg/dl. The customer did not recall any significant events leading to the incident. The customer stated that the insulin pump is cracked at the battery compartment due to turning the battery cap too tight. She stated the doctor advised to request a replacement as the damage could be affecting her blood glucose level. The insulin pump was replaced and returned for analysis.